Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a rod bender disassembled while bending a rod during surgery. The procedure was completed with an alternative rod bender without reported patient impacts.

Manufacturer narrative:
The returned rod bender was evaluated. The welds around the dowel pins have fractured, which allowed the device to disassemble. The cause of the weld failure is likely attributed to normal wear and tear. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a rod bender disassembled while bending a rod during surgery. The procedure was completed with an alternative rod bender without reported patient impacts.